Event description:
The facility reports the resident was placed on the lifter and rolled into the shower room. The resident was washed and turned to the side to wash her back. The resident began to have muscle spasms in her leg. The side rail released and the resident fell to the floor. The resident was taken to the hospital. A cat scan and x-rays were administered; no problems were found with either test.

Manufacturer narrative:
An arjo investigator examined the device and found the side rails had scratches and paint missing. Paint from the door frames was on the side rails. The top and bottom rails had scratches and missing paint. These also had paint from the door frames. The safety belt had debris on it. One of the side rails was bent and caused one of the catches to not lock in place on the stretcher. The other catch on the rail engaged (top latch), but the area of the stretcher that the latch lock onto is cracked. The mattress had a hole in it. The event has been recreated; the rail can be lifted, and weight applied to the rail and the latch will release. The root cause of the incident is due to both user error and lack of maintenance. According to pictures enclosed with the report from the site, it was determined a defect stretcher was used. One of the side rails was bent and caused one of the catches to not lock in place on the stretcher. When the weight of the resident was on the rail, it caused the cracked area of the stretcher to bend, the latch to disconnect, and the rail to fall. It is stated in the equipment operating and product care instructions (opi), when raising the side supports, to make sure that the two catches snap into place. It is also stated to weekly check the mechanical attachments. The manufacturer recommends retraining of personnel, especially according to the requirements in the opi. An exchanged of the complete stretcher is necessary; it is also recommended the side rails be replaced.